Manufacturer narrative:
(B)(4). The sample was not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted.

Event description:
The customer reported to baxter asia pacific on (B)(6), 2010 an incident where a bag was leaking from the port junction with the 3000 ml eva bag. This incident occurred before use. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
The sample has not yet been received for our evaluation. A follow up report will be filed when the sample is returned and evaluated, or if additional information becomes available. This product is manufactured for distribution outside of the u.s. And does not have a 510k number. This incident is being reported because the product is the same as or similar to product distributed within the u.s. (B)(4)